Manufacturer narrative:
Reference: voluntary medwatch report # mw5168511.

Event description:
Voluntary medwatch received stated that the high capture threshold was exhibited by the right ventricular (rv) lead. No further information was available.